Event description:
It was reported that pump experienced malfunction that displayed code malf 9, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller through pump reset, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction code occurred again, and caller acknowledged understanding of instructions.